Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while inserting the catheter, the coronary sinus was dissected. Upon x-ray examination, the dissection was confirmed to have caused a perforation. The physician attempted to implant the left ventricular lead and was unsuccessful. No additional intervention was performed. The patient was in stable condition.